Event description:
Customer having extremely high blood glucose levels due to cannulas being bent, sometimes completely horizontally. Customer waited too long to change out pump and had an episode of extremely high blood glucose levels, which resulted in a miscarriage of pregnancy.